Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that 1000 ml of doxorubicin was programmed to infuse at 43 ml/hr for 24 hours and was double verified by 2 rns. Approximately 4.38 hours later the bag was noted to be empty. The second pump was infusing ifosfamide for a duration of 2 hours. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: non-bd secondary set; (additional)2420-0007; 1000ml baxter bag ndc 0038-0049-04 lot number 253781 exp may 19 0.9% sodium chloride; 100ml baxter bag ndc 033-0049-18 lot number p373068 exp jul 19 mesna sodium chloride; tevadaptor; non bd adapter; 1000ml baxter bag ndc 0038-0017-04 lot number y251561 exp may 19 5% dextrose 5% and dexorubcin. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that 1000ml of doxorubicin (50mg/25 ml) was programmed to infuse at 43ml/hr for 24 hours and was double verified by 2 rns. Approximately 4.38 hours later the bag was noted to be empty. The second pump was infusing 100ml of ifosfamide (2000mg) in 0.9%ns for a duration of 2 hours.

Manufacturer narrative:
The customer¿s experience with a doxorubicin infusion with rate of 43ml/hr and infusion duration of 24hrs, where the bag was found empty after infusing 4.3 hours was not definitively confirmed in the investigation. Although the bag was found to be empty upon receipt at bd, the starting volume in the bag could not be determined during the investigation. The log review identified an infusion of drug ID 239 (doxorubicin) infusion with a rate of 43ml/hr and vtbi of 1025ml that was restored on 13february at 5:24 pm. The infusion was stopped when the source lvp s/n (B)(4) alarmed with an ¿air in line¿. Attempts were made to restart and to restore the infusion but the device continued to alarm for ¿air in line¿. The source lvp was then channeled off. Testing performed on the source lvp found the device operating in specifications. Testing performed on the returned administration sets found no anomalies. The root cause of the customer¿s complaint was not identified.